Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1e78n, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional in a clinical study reported high impedances. There was a report that there were no intervention/action taken but from device interrogation showed that lead 0 showed high resistance. The event was related to the device or therapy and not related to the implant procedure. It was reported that the issue was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event. Additional information from the healthcare professional in a clinical study via a manufacturer representative (rep) reported that the site indicated that impedances were not in range. Additional information from the healthcare provider (hcp) and rep reported that the cause of impedance was unknown but the hcp noted that "because of the technical difficulty of getting the lead in place and the fact that they responded to stimulation, we decided to keep it in place". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1e78n, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead 0 showed high resistance on interrogation. It was reported that the issue was resolved on (B)(6) 2017. The patient's weight at the time of the event was given and relevant medical history includes sexual dysfunction, degenerative disc disease, and surgery for urinary stress incontinence. There was no mention of device explant.